Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown device manufacture date: unknown (B)(4). Investigation summary: no physical sample provided by the customer. One photo was received. The photo shows five packaging blisters top web. Since no physical samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the needle was leaking at the tip after removing bag that was being filled with a bd precisionglide¿ needle. The following information was provided by the initial reporter: it was reported that needle was leaking at the tip after removing from the bag that was being filled.